Manufacturer narrative:
Section h10: (h3) the broken device reported was likely the result of applying a bending moment or excessive force to the reamer during use, which led to brittle fracture of the pilot tip feature. However, this cannot be confirmed as the device was not returned for evaluation and images were not provided.

Manufacturer narrative:
Section h10:(h3) pending evaluation.

Event description:
It was reported that during surgical use the pin tip on the pilot tipped starter reamer (321-25-01) broke off the reamer and ended up in the patients wound. The surgeon finished the procedure and before closing used x-ray to locate the broken piece and remove it prior to closing the wound. The surgeon admitted that he may have contributed to the instrument breaking by leaning on it too hard when reaming. There was about a 10min delay to the procedure while locating and extracting the broken tip. No patient information available. No photos or x-rays provided. Product is returning.